Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges respiratory distress, respiratory failure and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction: section b5, h6 and h9 - event description, problem code grid, remedial action initiated and recall number has been updated.

Event description:
The manufacturer became aware of an allegation of dreamstation auto bipap that the patient alleging respiratory distress, respiratory failure and death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleges respiratory distress, respiratory failure and death. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the control knob was missing. Unknown black contamination, inconsistent with degraded sound abatement foam, in the air inlet of the blower box and on the ui (user interface) panel. Unknown brown residue on the sd (secure digital) card flip door. Philips investigation laboratory was not able to get care orchestrator information from the device. Potential dried liquid spots or mineral deposits on the outside and inside of the blower motor, indicating potential liquid ingress. Black contamination, consistent with keratin, at the air outlet and rubber grommet retainment slot of the blower box. Hair-like fiber on the bottom enclosure. Dust-like contamination throughout the device. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. 0 errors were logged. The manufacturer applied power to the device and verified airflow philips investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was unable to address the patient's symptoms. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.